Manufacturer narrative:
Section catalog # of this MDR indicates: unk_smp. Section catalog # of this MDR should indicate: 99507-000105. A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device failed to recognize ECG signal during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
A customer contacted physio-control to report that their device failed to recognize ECG signal during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The root cause of the device not able to display ECG reading is likely because of the ECG sensor. The customer reported using ambu blue sensor. This is not a physio-control product and not able to be tested, therefore the operation of the sensor cannot be confirmed.